Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's left eye was also affected by retinal detachment and that the patient has been treated with laser, the vision 1.0. Patient has been discharged and will be back in half a month for review and removal of silicone oil from the right eye. Patient's visual acuity for the left eye was 1.0 for far vision, 0.8 for medium vision, and 0.4 for near vision. No additional information was provided. The patient had bilateral symfony lens implants. This report represents the left eye and an MDR was filed for the right eye.